Event description:
It was reported that following a gastrectomy procedure, the staple line did not hold and the patient had to be re-operated on. The surgeon handstitched the affected area and the patient is now recovering.